Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call, the insulin pump shut down while customer was attempting to rewind for a set change. Customer's father was unsure of the customer's blood glucose. The device alarm history showed the device alerted low batter for three consecutive days then reoccurred in two day. Customer father stated between the dates the device would shut off without any warning. Customer's father was advised the device need to be replaced and may continue to wear the device until the replacement arrived. He agreed to return the device for analysis.